Manufacturer narrative:
(B)(4). Concomitant medical products: 6276-02-609 natural-knee ii durasul uc tibial art surf, size 3/4/5, 9mm, lt, page 68 (revision) 6300-07-102 natural-knee ii sulene all-poly patella, size 2, 7mm, page 72 6307-00-040 natural-knee ii cr non-porous femoral, size 4, lt, page 48 6420-00-240 natural-knee ii modular cemented baseplate, size 4, lt, page 55 6200-09-809 natural-knee ii cong tibial art surf, size 3/4/5, 9mm, lt, page 63 (tka) . The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Review of the initial op notes indicated no intraoperative complications or delays. Review of the first revision op notes (prior to this revision, the patient's second revision) indicated a poly exchange secondary to the ruptured posterior cruciate ligament going from a congruent to an ultracongruent tibial bearing. It was also noted to have laxity in the anterior and posterior plane. Stability was restored. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to the articular surface not being large enough, extreme pain, swelling and instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Product location unknown.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to patella not being large enough,extreme pain, swelling and instability. Attempts have been made and additional information on the reported event is unavailable at this time.